Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Submitted log files captured no atypical events or alarms in relation to the reported events. The pump appeared to be operating as intended within the expected speed range throughout the data capture. It was reported that the patient arrived at the emergency department (ed) the night of (B)(6) 2026 for left upper extremity (lue) and facial numbness with concern for stroke. No alarms were noted by the patient or nurse from the mechanical circulatory system (mcs) interrogation. All equipment was intact. The patient's international normalised ratio (inr) had been within therapeutic range. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the emergency department (ed) the night of (B)(6) 2026 for left upper extremity (lue) facial numbness with concern for stroke. No alarms were noted by the patient or nurse from the mechanical circulatory system (mcs) interrogation. All equipment was intact. The patient's international normalized ratio (inr) had been within therapeutic range. Log files were sent for review with concern for power spikes or signs of clot. The log file captured routine events, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended. It was later reported on (B)(6) 2026 that the patient had middle cerebral artery (mca) infarct due to two times mca stenosis found using a computed tomography (CT) scan. The event was treated with the initiation of statin therapy and continued the patient's plan of care.